Event description:
The customer reported that when a anesthesiologist tested the tube's cuff, he noticed that the tube did not deflate well. The customer confirmed no patient involvement.

Manufacturer narrative:
(B)(4). The sample associated to this report is expected to be returned for analysis. If the sample is received, a summary of the investigation results will be provided in a supplemental report.